Manufacturer narrative:
The actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the device was getting hot was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that a cutter could not be inserted, and the bearings were broken and worn. The assignable root cause of this condition was determined to be due to normal wear. A review of the device history record was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Reporter's phone number was not provided. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery testing it was observed that the angle attachment device was getting hot. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.